Event description:
A malfunction on the pump was reported by the caller, who indicated no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction did not recur after the reset, allowing the customer to continue using the pump. The caller was advised to contact support again if the issue reappeared, and they acknowledged the instructions.